Event description:
It was reported to manufacturer, by facility, (B)(6), per facility, a male, pt, (B)(6) was placed in a bariatric bed with all four side rails up. The bed had a (B)(4)-air mattress on it as well. The pt fell through the gap between the top and bottom side rails hitting his head on the floor. [As described this would be a zone 5; between split bed rails]. He was sent to the hospital for a CT scan which revealed an increase is soft tissue swelling. He requires a higher level of care since. Per manufacturer, no ra issued because bed is not in question; however, the manner in which it was used was inappropriate. A pt of this small stature/(B)(6) should not have been placed on a bariatric bed - this is being filed as "was not used as manufacturer specified". Manufacturer also referenced (B)(4) exclusion from the scope of their guidance which includes bariatric beds to the facility. Copy of medwatch form received by facility, date of event was (B)(6) 2009, however, manufacturer first notified on july 25, 2010.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4).

Event description:
Caller reported blood glucose results of 216 mg/dl on aviva system 1 at 1531, and 93 mg/dl on aviva system 2 at 1532. Reported no adverse event relative to discrepancy. A request was made for the return of the strips, replacement sent.